Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 20mm amplatzer amulet was implanted without difficulty or incident. It was noted that prior to the start of the case, a trace effusion was noted. A transesophageal echocardiogram (tee) was performed post procedure, that confirmed no issues with the device and no changes to the trace effusion. About 1.5 hours after implant procedure, the patient passed out and an echocardiogram (echo) was performed and a large effusion was noted. A pericardial tap was performed and a liter of blood was pulled off. The patient was transferred to surgery. During closure, the amulet embolized and went out of the aorta due to the physician pushing the device during suturing. The defect was surgically repaired and the device was snared and successfully removed. The pericardial effusion led to a borderline cardiac tamponade. The patient was reported to be in stable condition. The cause of the pericardial effusion was unknown.

Manufacturer narrative:
An event of pericardial effusion and device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6. Device code 1670 use of device problem removed.